Event description:
Subject: research study for breast implant rupture complications message: to whom it may concern: I have been told that I have ruptured silicone gel implants. These were dupont silicone gel implants that were inserted in (B)(6) 1976. I know they have been ruptured for a long time. One breast feels like a mass of jelly. The other breast is hard and has the capsular contraction. The gel is oozing out and calcifying on the outside. I will be (B)(6) of this year (2014). The implants have been in for almost 40 years. I have been told that medicare covers the explant and removal of the implant material but does not cover the exchange of implants. I was quoted by a doctor (B)(6) for removal of both implants and exchange with new ones. When they were advised that medicare paid only for the removal they then quoted me a price of (B)(6) to insert the implant at the same time. I would have to pay the (B)(6). I fail to see the logic of the pricing. However, this is not my major concern. Due to the age and my belief that the rupture occurred years ago, I wonder how much of this gel has traveled through my body. The plastic surgeon told me that the silicone material in this particular implant was very thin and just ran out like water. I have been reading about acl and the possibility that silicone leakage can cause this disease. If it does, I would be the likely candidate to see if the gel has traveled to the lymphatic system. This is my biggest concern. I was just a little puzzled that the pricing for insertion of new breast prostheses was only (B)(6) less than the procedure for cleaning out the ruptured implant and putting a new one in its place. Could you please advise me if there are currently any studies going on that pertain to my particular situation as I would desire to be a participant in that study. I have a letter from the retired thoracic surgeon, dr (B)(6), who inserted the implants stating there was a degree of hyperplasia. My current doctor, dr (B)(6), that he was concerned there would be some disfigurement for the removal of the implants because of tissue removal and perhaps the necessity to remove more and also the fact that the tissue covering the implant has been expanded for such a period of time. Thank you. My date of birth is (B)(6).